Manufacturer narrative:
This follow-up report is being submitted to relay additional and/corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated products: item number:42532007101, item name:tibia cemented 5 degree stemmed left size e, item lot: 64830726. Item number:42500606401, item name: femur cemented posterior stabilized (ps) standard left size 8, item lot:64686234. Item number:42557000114, item name:stem extension tapered cemented 14 mm diameter +30 mm length, item lot:65047538. Item number:42512400713, item name:articular surface fixed bearing posterior stabilized (ps) left 13 mm height, item lot:64685963. Item number:42540000032, item name:all poly patella cemented 32 mm diameter, item lot:64843550. Item number:00-6250-065-30, item name: trilogy bone scr 6.5x30, item lot:64945771. Item number:00-6250-065-30, item name:trilogy bone scr 6.5x30, item lot:j6982649. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient has experienced swelling, stiffness, pain, and trouble walking approximately two (2) years after knee arthroplasty. Attempts have been made and no further information has been provided.